Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jun-2023. H6: investigation summary: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The primary set primed with water. A bd secondary set was primed with blue dye water and attached to the primary set. The primary bag was lowered about nine inches below the secondary bag by using a hanger. The sets were allowed to freeflow and backflow was observed. A quality notification was sent to the supplier. From the supplier investigation, particulate presence could not be confirmed through visual inspection of the assembled check valves. The check valves were inspected on offline testers and backflow failure was confirmed. The check valves were disassembled, and particulate was observed on the silicone disc. The particulate observed between the disc and the sealing surface created a leak path that led to the backflow. Ftir analysis results indicated particulates with bands associated with pvc from drip chamber. The supplier of the drip chamber completed an investigation. Since 2015 they have implemented on all assembly machines that assemble drip chambers a dedicated blow of system turbocleaner that blow and suck air in the chamber before spike is assembled. This turbulence created by the turbocleaner is meant to remove impurities inside the soft pvc chamber, and this system is working on the 100% of the parts assembled. A device history record review could not be performed because a model and lot number was not provided by the customer.

Event description:
It was reported that the bd alaris secondary set back flowed to the primary bag chamber instead of administering to the patient. The following information was provided by the initial reporter: secondary medication back flowed up to the primary bags chamber instead of administering to the patient.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that there was back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10

Event description:
It was reported that the bd alaris secondary set back flowed to the primary bag chamber instead of administering to the patient. The following information was provided by the initial reporter: secondary medication back flowed up to the primary bags chamber instead of administering to the patient.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris secondary set back flowed to the primary bag chamber instead of administering to the patient. The following information was provided by the initial reporter: secondary medication back flowed up to the primary bags chamber instead of administering to the patient.